Event description:
User reports water leak coming from under the analyzer onto the floor. No injuries reported. No patient samples involved. The field service rep was unable to determine the source of the leak, noting he inspected underneath the entire system and found no water leak. The filed service rep verified no further water leaks occurred.